Event description:
It was reported that a pump's battery indicator was not decreasing from 100%, causing safety concerns for the user and her father, who could not determine the actual battery level. There was no reported impact on the customer¿s blood glucose level.